Event description:
While operating on pt, physician noted, as he pulled the laser tip from the eye, that the tip was missing. He later retrieved the tip from inside the eye while in the operating room.